Event description:
Related manufacturer reference number: 2017865-2023-46615 it was reported the patient presented with a syncopal episode remotely via merlin.net. Review of transmission revealed the right ventricular lead was oversensing noise that was resulting in pacing inhibition and insulation damage on the atrial lead. On 30 august 2023 the atrial lead as capped and the right ventricular lead was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.